Event description:
On (B)(6) 2018, the patient contacted lifescan (B)(4) alleging that his onetouch verio iq meter had a fading display. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2018 at 7 am. He reported that he manages his diabetes with oral medication, diet and exercise, it is not known if any changes were made to his normal diabetes management regimen. The patient alleges although he had not been feeling well, prior to the meter issue, after the meter issue, he developed symptoms of ¿blurry vision and dizzy¿. The patient reported that he self-treated the symptoms, with metformin 1000 mg. The patient stated that he obtained a result of ¿349 mg/dl¿ on another meter, but he could not confirm the time of the result. During troubleshooting, the csr noted that it was the first time the meter had been used, and there was no evidence of misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.